Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. (B)(4). Reporter phone number unknown. The manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue. The pse replaced the unit's front bezel to resolve the reported issue.

Event description:
The customer reported that the unit had a faulty navigational ring. The customer reported that there was no patient involvement. The event date was not specified; estimate used.